Event description:
It was reported that this was a venotomy closure of the internal jugular vein using a proglide device after an interventional thrombectomy procedure using a 6f sheath. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The proglide device was used to perform a venotomy closure of the internal jugular vein after an interventional thrombectomy procedure. The electronic proglide instructions for use (IFU) states: the perclose proglide suture mediated closure system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. The IFU deviation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.